Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2022 from 11:43:14 ¿ 14:04:29, and (B)(6) 2022 per timestamp). Events recorded on (B)(6) 2022 took place in the testing labs at abbott. Driveline was disconnected on (B)(6) 2022 at 14:03:24 and the controller was shut off at 14:04:29. There were no other notable alarms active in the log file. Pump operation was not affected. The periodic log file was also downloaded for review. A review of the submitted log files showed events spanning approximately 224 days ((B)(6) 2021 - (B)(6) 2022 per timestamp). There were no notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The system controller was able to operate a mock look without any alarms active. The system controller was able to function as intended. Additional information provided on (B)(6) 2022 stated that the alarms were resolved following the controller exchange. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, entitled ¿equipment storage and care¿ and heartmate iii patient handbook , rev. C, entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an intermittent power cable disconnect alarm on (B)(6) 2022. The patient reported that this alarm involves the black power cable and has occurred regularly for months. The patient reported that the alarms occurred when they were made certain motions. The alarms were brief and didn't cause any symptoms. Additional information revealed that the alarms resolved following heartmate 3 system controller exchange performed on (B)(6) 2022.